Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 and that a revision procedure took place on (B)(6) 2011 due to metallosis. All components were removed and replaced. A subsequent revision procedure was performed on (B)(6) 2011 to remove and replace all components with an antibiotic spacer due to infection. A review of invoice history confirmed surgery dates and indicated that only the head removed on (B)(6) 2011 was biomet manufactured. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 5 of 5 mdrs filed for the same event(s) (reference 1825034-2012-00656 / 00660).